Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years and 9 months post transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the native position, the valve failed due to stenosis. The patient presented with shortness of breath (sob) and edema. A transthoracic echocardiogram (tte) revealed a mean gradient of 37mm with low flow/low gradient diagnosis and no aortic insufficiency. Post dilation was performed with a 24mm true balloon to maximize the inner/luminal diameter. The patient underwent a successful valve in valve procedure with a 26mm sapien 3 ultra resilia valve using nominal volume. Post deployment the mean gradient was 7 mmhg, there was no central leak and no paravalvular leak. The patient was sent to recovery. It was thought that the patient's history cirrhosis of the liver was a contributing factor.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings and investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of stenosis was unable to be confirmed based on the provided medical records. Available information suggests patient risk factors (history of atherosclerosis and liver cirrhosis) could have contributed to the event. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow and unyielding, which can contribute to increased gradients or stenosis. Factors such as, but not limited to, renal failure, patient undergoing hemodialysis/renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.